Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attached: impact of left atrial diameter on outcome in patients undergoing edge-to-edge mitral valve repair: results from the german transcatheter mitral valve interventions (trami) registryna - attachment: [article cn-030243.pdf].

Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information was not provided. Based on the information reviewed, and due to limited information available from the article, a cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The deaths and adverse events are filed under different MFR numbers. Attached article, titled ¿impact of left atrial diameter on outcome in patients undergoing edge-to-edge mitral valve repair: results from the german transcatheter mitral valve interventions (trami) registry.¿

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, mitral regurgitation, myocardial infarction, stroke, transient ischemic attack, heart failure, pericardial effusion, hemorrhage, re-hospitalization, medical intervention, and surgical intervention. Device issues include, single leaflet device attachment (slda). Details are listed in the attached article, titled ¿impact of left atrial diameter on outcome in patients undergoing edge-to-edge mitral valve repair: results from the german transcatheter mitral valve interventions (trami) registry.¿ please see article for additional information.